Event description:
A malfunction was reported on the pump, but there were no notable events leading to the incident. There was no adverse impact on the customer's blood glucose level. The customer planned to continue using the current pump and would rely on an alternate method for insulin therapy if necessary.